Event description:
The company representative came in to recalibrate the patient¿s system last year sometime between (B)(6) 2013. The patient was told that one of his leads were not working properly so some programming changes were made. Additional information has been requested.

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3888-28, lot# l45885, implanted: 1997 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3888-28, lot# l47256, implanted: 1997 (B)(6); product type lead. (B)(4).